Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colon procedure, the stapling became incomplete. A few staples remained in the device. No pt consequence.